Manufacturer narrative:
Samples and photos were provided by the customer facility for investigation. The photos and samples were evaluated and the customer's indicated failure mode for crystalized anticoagulant with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. The root cause / potential root cause for the additive abnormality was determined to be related to the edta spray-coating process.

Event description:
It was reported that bd vacutainer® tube with dipotassium edta contained crystal like aggregated anticoagulant. No serious injury, no medical interventions. No mucous membrane exposure reported. Problem was noticed before use.